Event description:
It was reported during an ablation procedure, there was a fluid leaked in the handle of the cool flex catheter, and the catheter shaft bent 3.5 cm from the distal tip.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a f/u report will be submitted.